Event description:
The implantable neurostimulator and extensions were returned to the MFR for disposal only. The return paperwork did not suggest or question a malfunction, and no pt symptoms were reported. The MFR's device tracking system indicated that the pt had expired. The health care professional (hcp), listed in the MFR's device tracking system for the pt, was contacted to try and obtain cause of death and device relationship. The hcp stated that they need a release from next of kin to provide any info. Further follow-up is not possible due to lack of contact info.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed no anomaly found- ins was functionally okay. Final device analysis of the extensions revealed non-significant anomalies - the extensions were okay, but cut thru (suspected explant damage).